Manufacturer narrative:
The customer ordered a new footswitch. The replaced footswitch has been received and in house testing is in progress. The customer did not request service to check the system. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. This report was mailed to FDA on: 05/01/2009.

Event description:
The nurse reported the surgeon was shocked by the footswitch. It was a low voltage shock. Additional information from the nurse stated the surgeon was operating with socks on only and received a low grade shock during the surgery. The surgeon completed the case. The surgeon did not require any treatment due to the shock. No patient or surgeon injury was reported.